Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level is 120 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The operating currents could not be tested due to the keypad anomaly. The insulin pump was monitored for several days with no blank display noted. No damage was noted on the liquid crystal display isolation tape. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.